Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the breakage of the monomer ampoule was noticed by the smell of the monomer. The monomer was not used and had not been opened. There is no damage to the outer box.

Manufacturer narrative:
Corrected data: device was returned. Reported event: an event regarding packaging damage involving simplex packaging was reported. The event was confirmed. Method & results: -device evaluation and results: one twin-pack shipper box containing 2 unit cartons was received for analysis. The label on the outer carton confirms the lot ID of the product is jax001. There is slight discolouration (staining) on the unit cartons contained within the outer carton. The unit cartons are stuck together. Both liquid ampoules blisters are deformed; the edges have been melted and shrivelled, there is no evidence of a seal on the blisters, which is consistent with damage caused by leaking monomer. The glass ampoule is shattered within both blisters and all of the liquid has evaporated. The tyvek lid has separated from the ampoule blister which again is consistent with damage associated with the leaking monomer. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, the smell of leaking monomer was noted before opening the pack. This indicates that the ampoules were broken at the time or shortly before the damage was noted by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors such as mishandling during distribution/transit.

Event description:
It was reported that the breakage of the monomer ampoule was noticed by the smell of the monomer. The monomer was not used and had not been opened. There is no damage to the outer box.